Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no), d6.a (date of implant), d6.b (date of explant), g3, g6, h2, h6, h10. This supplemental emdr represents the bard mesh (bard flat mesh) (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st using echo ps mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6)2007 and/or (B)(6)2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained unspecified injuries on (B)(6)2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2007 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿ in midline, around area of the umbilicus, a recurrent hernia and fascial defect was noted. The hernia sac was dissected from the surrounding tissues and omental adhesions to the anterior abdominal wall was lysed. A large oval fascial defect was reduced and a piece of bard flat mesh (device 1) was placed over the fascial defect and then fascia was tacked and secured with sutures circumferentially.¿ (B)(6)2020 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent robotic assisted laparoscopic repair with partial removal of prior mesh (device 1) and implant of ventralight st using echo ps mesh (device 2). Per operative notes, ¿the omentum adhered to the previous mesh (device 1) and recurrent hernia was noted. Adhesions and some redundant old mesh (device 1) was resected. The fascial defect was closed and primarily secured with sutures. A ventralight st using echo ps mesh (device 2) was placed through the anterior abdominal wall and then secured circumferentially with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2007 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.